Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was the likely cause of failure and due to the age of machine, and it reached the end of life. System replacement has been recommended. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system required restart can result in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
This supplemental correction #1 for MDR 9710602-2024-00223 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.